Event description:
The customer reported issues with their pump as the battery would not charge, and the screen remained dark and unresponsive. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer reverted to an alternative method of insulin therapy.